Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure while using the ilet system, which was resolved after the agent instructed the user to rescan the sensor and readings resumed. No adverse clinical symptoms reported. Outcomes included no impact on health or medical care. User support included troubleshooting and user education completed by support. Investigation of this case revealed a transient sensor-to-app communication issue consistent with a resolved pairing failure, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors resolved through standard troubleshooting.

Manufacturer narrative:
Initial.